Event description:
Edwards received information that a 21mm 3300tfx pericardial aortic valve, implanted approximately nine (9) years and seven (7) months, was explanted due to aortic stenosis and regurgitation secondary to restricted leaflet motion caused by granulation overgrowth attached to the leaflet which corresponds to the non-coronary cusp at inflow side. The patient presented with a symptom of heart failure. The device was replaced with a non-edwards device with no patient adverse event reported. The patient status was reported as "recovering". The device will be returned for evaluation. The surgeon commented that the event was not caused by a device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h2, h3 and h6. Customer reports of stenosis and restricted leaflet motion were confirmed through observed calcification and host tissue overgrowth. Regurgitation cannot be confirmed through visual observation. X-ray demonstrated commissure 1 bent outwards and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect and 2mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 3 on the outflow aspect. Two suture pledgets remained attached to the sewing ring around leaflet 1 on the inflow aspect. Sewing ring was cut around commissure 1.